Manufacturer narrative:
G3 (reportability awareness date) has been corrected to '2/08/2020' following additional information received.

Event description:
It was reported that two ozark fixed screws at c6 fractured approximately 6 months post-operatively. Revision surgery has not been scheduled nor performed at this time. This report captures the second of the two ozark screws.

Manufacturer narrative:
Visual inspection: the issue was confirmed through inspection of the associated imaging in a meeting with the surgeon. The construct spanned from c4-c6, and it was composed of a two (2) level plate, four (4) screws, and a corpectomy cage at c5. Subsidence and non-union was noted in c5/c6. Both screws at the caudal-most level of the construct fractured at c6. Device and complaint history records could not be reviewed for this lot as a valid lot code was not identified. However, no adverse trends were observed for the corresponding catalog number. Ozark view and guide surgical technique was reviewed and the following relevant information was identified: 'internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant'. It is likely that the cause of the observed issue was multifactorial. Subsidence and non-union at that level, compounded with dynamic loading, likely contributed to the observed fractures. The cause of the reported event will be classified as 'patient factors issue'.

Event description:
It was reported that two ozark fixed screws at c6 fractured approximately 6 months post-operatively. Revision surgery has not been scheduled nor performed at this time. This report captures the second of the two ozark screws.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that two ozark fixed screws at c6 fractured approximately 6 months post-operatively. Revision surgery has not been scheduled nor performed at this time. This report captures the second of the two ozark screws.